Event description:
It was reported through the research article titled ¿survival and readmission burden in advanced heart failure patients managed with ventricular assist device versus continued medical therapy¿ identifying that hm3 may be related to higher readmission rates post implant. This is a retrospective study that referred 260 patients for left ventricular assist device (lvad) implantation, with the goal of better understanding the survival and readmission burden rates managed with ventricular assist device (vad) versus continued medical therapy. The mean age in the study was 57 ± 12 years, 25% were women, and 51% had ischemic cardiomyopathy. Lvad therapy was associated with a significant 35% reduction in mortality and lvad implant versus medical management was associated with a pronounced 57% lower risk of all-cause mortality within the first three months. The cumulative incidence rate of all-cause readmission at 2 years was higher among lvad recipients than medically managed patients (78% vs 40%, p < 0.001). The readmission rate was 1.79 readmissions per year in the first year, 1.54 readmissions 2¿3 years after discharge, with further decrease in the 3¿4 year interval. A total of 509 hospital readmissions occurred among patients with lvads most commonly due to infections (24.8% of readmissions) and bleeding (11.6% of readmissions). Additionally, cardiac arrhythmia, heart failure, device malfunction, and neurological dysfunction were common causes for readmission with the inclusion of coronavirus disease 2019 being included under "major infection". Data on the cause of death for patients who died out of hospital was not collected. It was reported that 59 patients were admitted for major bleeding; 47 for cardiac arrhythmia; 126 for major infection; 11 for neurological dysfunction; 13 for device malfunction; 7 for hematoma; 7 for transplant; 1 for hemolysis; 1 for hepatic dysfunction; 1 for explant; 1 for venous thromboembolic event, 7 for respiratory failure; 19 for syncope without known cause; 9 for renal dysfunction; 4 for fever without known cause; 38 for right heart failure; 2 for wound complication; 4 for metabolic/electrolyte disturbance; 9 for pulmonary other.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as 31dec2020, as the date of data collection was between 01jan2017 and 31dec2020. Author information: d. Alexis, j., wood, k., gosev, I., jawaid, a., chen, l., godishala, a., tallman, m., thomas, s., martens, j., polonsky, b., y. Chen, a., mcnitt, s., sherazi, s., goldenberg, I. (2025). Survival and readmission burden in advanced heart failre patients managed with ventricular assist device versus continued medical therapy. Asaio journal 71 (8) p.628-636 https://doi.org/10.1097/mat.0000000000002382 division of cardiology and cardiothoracic surgery, and the clinical cardiovascular research center, university of rochester school of medicine and dentistry correspondence: jeffrey d. Alexis, division of cardiology, university of rochester school of medicine and dentistry, 601 elmwood avenue, box 679, rochester, ny 14642. Email: jeffrey_alexis@urmc.rochester.edu; manufacturer's investigation conclusion: the reported heartmate 3 let ventricular assist system (lvas) device malfunctions could not be confirmed based on the provided information. A specific cause for the reported device malfunctions could not be conclusively determined through this evaluation. The serial numbers of the heartmate 3 left ventricular assist systems in use were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists device malfunctions as adverse events that may be associated with the use of the heartmate 3 lvas. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.